Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h373 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h373 shows no trends. Trends were reviewed for complaint categories, centrifuge bowl leak/break and alarm #7: blood leak? (Centrifuge chamber). No trends were detected for each complaint category. The complaint kit and photographs were returned for evaluation. Review of the photographs verify the centrifuge bowl leak as blood is seen in a band around the centrifuge chamber walls. The centrifuge bowl is still secured into the bowl holder. Examination of the received kit found the centrifuge bowl intact with no obvious signs of damage. The returned kit was pressure tested to check for leaks and no leaks were observed in the centrifuge bowl or any other kit component. The weld engagement on the centrifuge bowl was measured and found to be within specification. Examination of the weld on the centrifuge bowl showed the weld was even and complete. The bowl was cross sectioned and a crack was identified that ran through the welded area. A material trace of the bowl assembly and its components used to build lot h379 found no related non-conformances. A device history record review did not identify any related non-conformances, deviations or equipment maintenance events. This kit lot had passed all lot release testing. The cause for the alarm #7: blood leak (centrifuge chamber) alarm was the centrifuge bowl leak. The root cause of the centrifuge bowl leak was most likely due to the crack in the centrifuge bowl; however, the cause for the crack could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported at approximately 230 ml of whole blood processed they received an alarm #7: blood leak? (Centrifuge chamber) alarm. The customer inspected the centrifuge chamber and noticed a blood leak had occurred. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned photographs and the kit for investigation.